Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system gave out of instrument range low suppressed results for some cartridge chemistries after the instrument had a sample probe obstruction error. Customer reported that erroneous results were reported out of the laboratory. Customer reported that they reran the samples on the other dxc. Customer reported that they corrected results for three released sample reports. Customer reported that some of the cuvettes were dirty. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) recalibrated the cartridge sample probe obstruction detection. The fse cleaned and replaced the cuvettes. The fse adjusted the 10 psi regulator to 9.2 psi.

Manufacturer narrative:
Evaluation: cuvette.